Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No, lens remains implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+4.50/x077 diopter, in the patient's left eye (os) on (B)(6) 2015. The reporter indicated the patient experienced excessive vault. The lens remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016 due to excessive vaulting, iris atrophy, pupil ovalization, and synechia. The lens was exchanged for a shorter lens and the problem was resolved. (B)(4). Lens not returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned dry, in lens case/vial. There was clear residue/debris on product. Visual inspection found the lens haptic broken. (B)(4).